Event description:
A male patient with history of renal disease and pre-procedure diagnosis of aneurysm with large lumen underwent aaa repair in 2007. The procedure went as labeled. During final angiography, a leak was detected from the area of the junction between the left limb of the main body and iliac leg graft. The leak appeared to be occurring in pulsations. Fluoroscopy with a catheter tip inside the main body determined that it was a type iii endoleak. Use of another manufacturer's 12mm balloon catheter failed to resolve the endoleak. Then, a different 12mm balloon also failed. After that, a 12mm balloon with a palmaz stent mounted on he balloon could not resolve the leak either. Physician elected to observe the leak.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation, an internal clinical review indicated that the event was caused by an inadequate seal between the main body, and the leg graft due to incorrect planning and sizing of the device by the customer.